Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl: cause unknown. Customer administered a correction bolus via the pump to address the bg. Customer declined further troubleshooting; therefore no additional information could be obtained.